Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
During a cardiac procedure, a non-boston scientific transseptal tool was used in combination with the faradrive steerable sheath. After energy delivery, the patient developed st segment elevations in leads ii, iii, and avf, along with significant hypotension (blood pressure dropped to 50/40 mmhg). Intracardiac echocardiography (ice) was performed and showed no evidence of perforation or effusion. The patient was under general anesthesia, and no air ingress or device-related issues were identified. Anesthesia provided supportive care while the physician evaluated for potential complications, but no additional interventions were required beyond imaging assessment. The physician indicated the cause of the complication is unknown but suspects association with non-boston scientific energy delivery. No faradrive device malfunctions were reported. The patient is expected to fully recover, and no extended hospitalization was required.